Event description:
Customer stated that unit's monitor screens were changing without any interference from the user. Machine would also halt ventilation and start again on it's own. User monitored unit while in use and restarted unit each time unit halted until a replacement unit arrived.